Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2019, product type: catheter, ubd: 14-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of prialt and hydromorphone via an implantable pump for non-malignant pain. It was reported the doctor believed there may be a possible cerebrospinal fluid (csf) leak. The patient went to the emergency room with swollen puffiness in the pump pocket. The hcp planned to do a catheter replacement on (B)(6) 2019 and do a surgical exploration. The event date was provided as (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated a catheter replacement occurred on (B)(6) 2019 and there was no further information. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient was rescheduled for a catheter revision to be announced. No further complications were reported/anticipated or expected.